Manufacturer narrative:
No product will be returned. The customer provided a photograph which identified damage to the catheter and the female luer of the mz1000 component which could have been caused by the excessive force applied to disconnect the two components. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported that a power PICC catheter was placed in the pediatric oncology service and a maxzero connector was placed to make a closed system. When attempting to remove the maxzero to take a sample for blood culture, the connector was "sealed" to the power PICC and could not be removed. Attempts to remove it using tweezers did not succeed and the catheter had to be removed and another inserted. A photo of the sample shows teeth marks from the attempts to remove the valve with the tweezers.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a power PICC catheter was placed in the pediatric oncology service and a maxzero connector was placed to make a closed system. When attempting to remove the maxzero to take a sample for blood culture, the connector was "sealed" to the power PICC and could not be removed. Attempts to remove it using tweezers did not succeed and the catheter had to be removed and another inserted. A photo of the sample shows teeth marks from the attempts to remove the valve with the tweezers.